Manufacturer narrative:
The insulin pump was received with no button response due to broken traces on keypad assembly. Unable to perform the displacement test and self test due to button unresponsive. Also found a cracked keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s father reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer¿s father also reported that the scroll bar was not moving with no input and no response from any button of the insulin pump. The customer was advised to monitor the time display. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.